Event description:
Praxair fefm600 oxygen concentrator with water for moisturized nasal cannula flow. Pt discharged from hosp two weeks ago after having open heart surgery with subsequent lung compromise. Pt at home on oxygen with nasal cannula taped to his face. Filled water bottle used to moisturize the oxygenated air going into pt's nose fell over causing water to be continuously forced down the pt's throat and into his airways. No alert/alarm or shut off triggered when the water container fell over. Pt was unable to make any noise. This instrument malfunction could very well have caused a fatality by drowning the pt. The equipment was delivered and set up by praxair. Family members were never warned of this potentially hazardous event. In fact, the bottle was previously placed on the carpet floor next to bassinet. Pt could have died.